Event description:
The pitch of set screw is not the same size of screw pitch, and led to could not screw in.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient got the lumbar degenerative fixation surgery due to lumbar degeneration. During the surgery, it was found the thread of product was damaged. The doctor had to replace a new one to complete the surgery successfully. No patient complications were reported. Update received on 16 nov 2016 the screw was cross-threaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.